Manufacturer narrative:
Tandem¿s user guide indicates that a cartridge alarm can be caused by ¿a cartridge defect, not following the proper procedure to load the cartridge, or over filling the cartridge (with more than 480 units of insulin).¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple cartridge alarms (alarm 19) occurred with multiple cartridges during the load process. There was no impact to customer's blood glucose. Reportedly, customer filled the cartridges with 500 units and often fill the cartridge more than once. A new cartridge was loaded to address the event.